Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose of an unknown level. Customer indicated that they also had fluctuating blood glucose between 63 to 257 mg/dl and treated with food and insulin. Customer declined to troubleshoot and was advised to call back if further assistance was needed.